Event description:
It was reported that while at a public event the user¿s libre 3 plus continuous glucose monitor (cgm) experienced intermittent sensor errors and the ilet displayed a ¿bg run expiring soon¿ alert with dosing scheduled to stop. Because no backup cgm or glucose meter was available the user elected to shut down the ilet and later applied and paired a new cgm, after which glucose control resumed. The user's blood glucose was at 121 mg/dl during the call and elevated to 304 mg/dl after shutting down the ilet and not reverting to alternative therapy. Symptoms included hyperglycemia. Outcomes included a delay to therapy during the period without cgm connectivity and insulin delivery with no lasting health consequences or impact. Investigation included communication with the user, review and analysis of user-provided information, and assessment of the event context. Investigation of this case revealed no device problem found and a usage problem identified, characterized as an improper or incorrect procedure with no applicable component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.